Event description:
The customer stated the system would not boot up. There was no patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.